Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records for the articular surface did not find any deviations or anomalies. This device is used for treatment. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the articular surface would not lock onto the tibial plate.